Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2025. On approximately (B)(6) 2025, the patient experienced severe hypoglycemia with seizure. At an unspecified time of the event the cgm was reading low mg/dl and the blood glucose reading was 215 mg/dl. Additional inaccurate values were provided: the cgm was reading 83 mg/dl and the blood glucose reading was 167 mg/dl; the cgm was reading 42 mg/dl and the blood glucose reading was 167 mg/dl. The patient required medical intervention to prevent injury or permanent disability to the patient but there was no documentation about the medical intervention provided nor the treatment. Three photographs are attached which confirmed the reported bg and cgm values but there was no documentation they were taken. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator when the patient had a hypoglycemic seizure (only examples provided). No additional patient or event information is available.